Event description:
During the premature ventricular contraction procedure, there was a delay due noise issues caused by the amplifier. There was not noise in the beginning, but after mapping the rvot, the cusp was mapped and rf delivery was performed, noise was noted on the advisor hd grid catheter of the non-abbott system (lab). The isolation transformer was kept as far away from the amplifier as possible and the advisor hd grid direct cable was changed and plugged into port 7 instead of 4. The direct cable, output cable from the amplifier to the non-abbott system (lab), and the junction box were re-connected, but issue was not resolved. The catheter was also exchanged with no resolution. The system was then replaced and the procedure was completed with no adverse consequence to the patient.

Manufacturer narrative:
Additional information: d1, d2, d3, d4, d9, g3, h2, h3. One ensite x amplifier was received for evaluation at tech center. The field reported event was able to be duplicated by power sequencing. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the cardiamp in slot 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.